Event description:
A caller reported experiencing a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to wait 20 minutes after the pump was taken out of storage mode before initiating a sensor session, which the caller understood and acknowledged.